Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have low blood glucose around the same time every evening. Customer's blood glucose was 66 mg/dl. Customer believes low blood glucose were due to insulin pump needing to be adjusted. Customer reports to have called paramedics due to going as low as 40 mg/dl to 42 mg/dl. Customer declined troubleshooting for low blood glucose as she will call her doctor for setting changes. No further information provided.